Manufacturer narrative:
Investigation results: the claim is classified as unconfirmed, as there are no physical samples or photographic evidence available to verify the condition of the syringe. It is important to mention that no quality events related to the reported defect were found in the batch record during product manufacturing.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll 200 s/c had leakage. The following information was provided by the initial reporter: verbatim: leaking 3 cc syringes - "we draw up blood or liquid (could be medication) into the syringe, it seems to be dripping out". Additional information provided: any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No adverse events or injuries reported. Can you please provide the lot number associated with reported issue? 5162816. Please clearly specify the location of the product leak. The leak is coming out of the tip of the syringe where the liquid would typically come from if the syringe lever was pressed. Where was the product placed in the body? Not placed in/on body. Used to draw blood off of an IV line when the blood inside of the syringe was found to be leaking out. What was the medication/fluid in use at the time of the event? Blood. Total number of occurrences? Three known.